Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2.1 could not be closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 could not be closed. The field service engineer (fse) reported that the customer was unable to close the full-height drawer two and had spent approximately twenty minutes manipulating the drawer until it latched. The back panel was removed, and a crumpled bearing cage was observed at the rear of the drawer. Drawer two was removed from the auxiliary assembly, the damaged rail was replaced, drawer components were inspected for additional damage, and loose bearings were removed. The drawer was reinstalled and proper operation was verified, after which the customer was able to complete recovery successfully. The system functioned as intended after field service engineer repaired the device.